Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. Repairs have not been completed at this time. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display showed requiring maintenance. There was no issue with the iabp, the customer continued use until another iabp arrived, then it was replaced. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and the reported issue could not be replicated throughout running test. The internal transducer was calibrated as a precautionary measure, then functional test and safety test were performed normally. However, later on, at the final operational check prior to returning of this iabp unit to the facility, the unit stopped working unexpectedly due to errors #63 and #101. When the unit was powered on again, a beeping sound was emitting, but it would not boot up. This issue occurred once and was not able to be replicated anymore. Therefore the video generator board was replaced and the repair of this iabp unit was completed and the unit returned to the facility on 26 june 2020.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "requiring maintenance". There was no issue with the iabp, the customer continued use until another iabp arrived, then it was replaced. No patient harm, serious injury or adverse event was reported.